Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The complaint pump was returned to sorin group (B)(4) for further investigation and repair. Analysis of the returned device confirmed the reported issue and identified the root cause to be external damage to the ito-layer of the touch screen, which occurred at the hospital. The pump was tested for 2 hours with different speeds and configurations and no others deviations were identified. The touch screen and hkr board were replaced and a subsequent technical safety inspection was successfully carried out. The s5 roller pump was returned to the hospital. As the issue was caused user mishandling, no further actions are necessary. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump did not function properly during priming. There was no patient involvement.